Manufacturer narrative:
The device has been received for analysis. During the initial visual inspection of the returned catheter, there was no damage or excessive glue observed and all bonds were intact. It was noted that the anchoring balloon was partially inflated. During the functional testing, the compression balloon filled top to bottom and maintained pressure with no leaks observed. With some resistance, the anchoring balloon was filled with 5 cc (cubic centimeters) of sterile water. The anchoring balloon would not deflate using the syringe and remained inflated. Further analysis showed that the plastic remnant from the drill hole allowing water into and out of the anchoring balloon was not removed during manufacturing causing a blockage. This caused the resistance encountered while filling the balloon and the inability to deflate the balloon.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during testing of the device while preparing for the procedure, the anchoring balloon of the prolieve catheter would not fully inflate and only 1cc of sterile water was inserted. The customer was unable to remove the 1cc of sterile water from the anchoring balloon. The procedure was successfully completed with another prolieve catheter. There were no complications and the patient's condition was reported as fine.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during testing of the device while preparing for the procedure, the anchoring balloon of the prolieve catheter would not fully inflate and only 1cc of sterile water was inserted. The customer was unable to remove the 1cc of sterile water from the anchoring balloon. The procedure was successfully completed with another prolieve catheter. There were no complications and the patient's condition was reported as fine.